Event description:
Reporter alleged the customer discrepant blood glucose results of 163 mg/dl back to back with a result of 389 mg/dl when testing was performed 2 minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.